Manufacturer narrative:
A review of the pak components found that the pak contains a blue drape, blue cloth towels, and the back table cover. These items are potential sources for the fibers; however, without a sample this cannot be confirmed. The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. There are no other complaints reported for this pak lot. Review of the device history record indicates the order was built to specification. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).

Event description:
A customer reported blue fibers inside four surgical packs. In one case, the fibers were noted inside the patient's eye. There was no patient harm reported. Additional information has been requested.